Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit was giving an external device failure error. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 02/10/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 02/12/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 02/16/2026 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitor. Model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit was giving an external device failure error. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit was giving an external device failure error. No patient harm was reported. Investigation conclusion: the complaint device was returned to nihon kohden for evaluation and repair. During testing, the reported issue was duplicated, and the cause of the issue was determined to be a pump that had failed after 31,722 hours of use. After replacement of the malfunctioning component, the device performed to manufacturer's specifications. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Bedside monitor: model: ni. Sn: ni. Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H3. Device evaluated by manufacturer, h6. Event problem and evaluation codes, h11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit was giving an external device failure error. No patient harm was reported.